Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range shock and pacing impedance measurements. A review of the data revealed the impedance has been steadily increasing during the last year. A revision procedure was performed. An attempt to remove this lead with a locking-style was unsuccessful. A portion of the lead was surgically abandoned and the remaining portion was removed and returned for analysis. The lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated the lead was returned severed into several small pieces. There were set screw marks noted on all terminal connectors. This lead passed the direct current resistance test, which confirmed all returned segments were electrically continuous. The initial allegations were not confirmed through analysis.